Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report and was informed that there was no patient injury during the procedure. The patient was said to have expired post procedure but the cause of death was not provided. The reporter clarified that it was the loop on the subject device that kept breaking off on one side but no fragments were noted in the patient's bladder. The setting on the electrosurgical unit were bipolar turp 280-300 cut/140 coag. The user switched out some of the equipment but the loops on the electrodes continued to break. The facility did not allege that olympus devices to be the cause of the patient's outcome. The subject device has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome cannot be conclusively determined at this time.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the resection electrode broke after being used for 30 minutes. The next nine electrodes broke after few minutes of use. During the procedure, the patient was said to have sustained an unspecified injury and died sometime after the procedure.